Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge alarm (cartridge alarm 6- vent not working) occurred during the load process. The customer's blood glucose level was 185 mg/dl. Subsequently, a cartridge change error occurred while the customer was loading a new cartridge. Reportedly, the customer has manual injections available as alternate insulin therapy.